Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor than readings received on the built-in meter and provided the following examples: sensor: 250 mg/dl vs meter: 199 mg/dl at 16:35, sensor: 170 mg/dl vs meter: 40 mg/dl at 16:39 and sensor: 250 mg/dl vs meter: 80 mg/dl at 16:41. It was further reported that on (B)(6) 2018 she received a sensor reading of 160 mg/dl which was compared to a meter reading of 32 mg/dl at 23:00. Customer subsequently lost consciousness. A family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fslibre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products are not expected to be returned. A follow-up report will be filed once extended investigation has been completed or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor than readings received on the built-in meter and provided the following examples: sensor: 250 mg/dl vs meter: 199 mg/dl at 16:35, sensor: 170 mg/dl vs meter: 40 mg/dl at 16:39 and sensor: 250 mg/dl vs meter: 80 mg/dl at 16:41. It was further reported that on (B)(6) 2018 she received a sensor reading of 160 mg/dl which was compared to a meter reading of 32 mg/dl at 23:00. Customer subsequently lost consciousness. A family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.